Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09222, 2017865-2021-09228. It was reported the patient presented with an infection. The atrial lead had vegetation. The system was explanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of infection and lead vegetation was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart. All other damages found are consistent with procedural damage.